Manufacturer narrative:
The customer's calibration and qc results were within the acceptable range. The investigation is ongoing.

Event description:
The initial reporter received questionable ldhi2 lactate dehydrogenase acc. To ifcc ver.2 results for one patient tested on a cobas integra 400 plus. Prior to patient testing, the customer reported the ldh calibration and qc were within the acceptable range. The patient's initial ldh result was not reported outside the laboratory. The customer performed repeat testing with the sample. Also, the patient had a new sample collected and tested. At 11:31, the patient's initial ldh result was 299 u/l. At 15:26, the patient's first repeat ldh result was 181 u/l. At 16:03, the patient's second repeat ldh result was 165 u/l. At 16:58, the patient's new sample had an ldh result of 168 u/l. The ldhi reagent lot number was 55580701 with an expiration date of 30-jun-2022.

Manufacturer narrative:
The customer reported the "rerun result to the patient." The investigation reviewed the calibration and qc results and the results were within the acceptable range. There was no indication of a reagent issue. The investigation determined the extra wash cycles were acceptable. The test reaction monitors were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the customer's sample handing, and found the serum was "not removed from the clot." Product labeling states, "separate the serum or plasma from the cells and analyze promptly." Based on the provided information, the investigation determined the issue was consistent with a sample preanalytical handling issue. The investigation did not identify a product problem.